Event description:
The patient underwent partial resection of a brain tumor. The patient was implanted with a gliasite catheter wafers. Brachytherapy with iotrex was not initiated due to the poor condition of the patient. Post-implant, the patient was presented with seizures and was hemiplegic. Gliasite and gliadel wafers were explanted and additional tumor resection was performed. Patient's condition substantially improved with resolution of the seizures and improvement to hemiparesis.

Manufacturer narrative:
Gliasite instructions for use under the complications section state: complications associated with brachytherapy may be similar to those experienced in any surgical procedure involving anesthesia and specifically craniotomy for tumor resection.